Manufacturer narrative:
Complaint originally received on 10/26/2015. Upon review, it was incorrectly determined that the adverse event was not reportable. Upon further review, and to err on the side of safety, it was decided that an MDR should be filed. A physician's office was the initial reporter, and many attempts were made to investigate the alleged event. Upon contact with the reporter, scant information was shared with the manufacturer, and the patient was not available to elaborate or confirm any details. Should any additional details become available, a follow up report will be submitted.

Event description:
Nurse reported that the patient experienced redness and oozing at the incision site five day after surgery. No other applications were known, by the complainant, to be applied to the patient, and the patient had no known allergies. The complainant does not know the lot number of the material, nor the supplier (distributor) that provided surgiseal. The patient is recovering.